Event description:
The pt was revised because of poly wear of the insert.

Manufacturer narrative:
The product was not returned for examination. The investigation could be drawn about the reported polyethylene wear without the product to examine; however, polyethylene wear after approx fifteen years implantation should not be unexpected. Provided info stated the product was not suspected of failing to meet specifications. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.